Manufacturer narrative:
The reported event was unconfirmed. Received 2 unopened bardia foley catheters for evaluation. Sample #1: the exterior of the sample was visually inspected and did not find any evidence of a failure that would support the reported event. The catheter was not thicker as reported in the even description. Per the functional evaluation, the clip was removed and the balloon was inflated by pressing the reservoir. The catheter was inflated as intended and then deflated with no difficulty. The sample was tested using a lab syringe, and the sample was inflated with 5cc of water using normal fill technique. The balloon was able to inflate and deflate without difficulty. The shaft of the catheter was measured and it was found that the catheter was manufactured within the specification. The shaft measurement was 16.77fr (specification 16fr ± 1fr). Sample #2: the exterior of the sample was visually inspected and did not find any evidence of a failure that would support the reported event. The catheter was not thicker as reported in the even description. Per the functional evaluation, the clip was removed and the balloon was inflated by pressing the reservoir. The catheter was inflated as intended and then deflated with no difficulty. The sample was tested using a lab syringe, and the sample was inflated with 5cc of water using normal fill technique. The balloon was able to inflate and deflate without difficulty. The shaft of the catheter was measured and it was found that the catheter was manufactured within the specification. The shaft measurement was 16.85fr (specification 16fr ± 1fr). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water or for prefilled products, remove clips and squeeze reservoir to inflate with stated ml of sterile water." (B)(4).

Event description:
It was reported that the catheter diameter is thicker than usual; therefore, the patient was unable to insert the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter diameter is thicker than usual; therefore, the patient was unable to insert the catheter.